Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during the manual prime process. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was flush. Customer could not recall pressing on the cap while connected. It was also found the customer was wearing the insulin pump while priming. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.